Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products could not visually verify item and lot number as it is not etched on the parts. The anchor was returned disassembled from the inserter. The inspection found staining on the anchor. No damages were noted on the inserter tip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110005096 juggerknot 2.9 w/ tapered ndls 0002303770. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04325.

Event description:
It was reported the anchors failed to deploy. No adverse events have been reported as a result of the malfunction.